Event description:
It was reported that the patients implantable pulse generator (ipg) would not charge and connect to the charger. The lead had migrated and was confirmed via x-ray the patient underwent a spinal cord stimulator (scs) system replacement procedure. The explanted products will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 7086928 / 7086917, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 37825202, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).